Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a type ib endoleak was reported 6 days post-procedure. On (B)(6) 2024, this 72-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of two zta-p-38-217's. The study procedure also included left subclavian transposition. Follow-up imaging on (B)(6) 2024 revealed no evidence of device issue and a type ib endoleak. No secondary intervention was performed. Patient outcome: no follow-up imaging data has been entered to indicate the status of the endoleak.

Manufacturer narrative:
Manufacturers ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref#(B)(4) summary of investigational findings: this complaint is opened to address a type 1b endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2024, a 72-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of two zta-p-38-217, unknown implantation sequence. The study procedure also included left subclavian transposition. Follow-up imaging on (B)(6) 2024 revealed no evidence of device issue and a type ib endoleak. No secondary intervention was performed. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the stent graft which is still implanted in patient. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label no information about diameter or length of the distal sealing zone is provided. A definitive cause could not be determined from the investigation. Possible causes could be inadequate sealing zone including length and diameter of stent graft in relation to the aortic lumen. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.